Manufacturer narrative:
The field service representative (fsr) resolved the issue by cleaning the cuvettes, calibrating the pipettors, and replacing the water bath filter, cuvette wash nozzle, and the peristaltic pump head tubing. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 did not identify any trends. A review of tracking and trending for the nozzle pairs, waste & di (rohs), and the tubing, peristaltic head (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the nozzle pairs, waste & di (rohs), and the tubing, peristaltic head (rohs) were identified.section g1 has been updated to current contact information.

Event description:
The customer observed discrepant results across multiple assays on the architect c16000 processing module for multiple samples. No discrepant results were released from the laboratory. The following example data was provided: initial glucose result = 500, repeat on another architect = 87 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results across multiple assays on the architect c16000 processing module for multiple samples. No discrepant results were released from the laboratory. The following example data was provided: initial glucose result = 500, repeat on another architect = 87. No impact to patient management was reported.